Event description:
The set leaked. This was all of the information provided by the customer-- no other details have been provided for the complaint file. The sample was saved and returned to quest for evaluation.